Event description:
It was reported that customer experienced continuous glucose monitor error that affected sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, successfully performed reset with guidance, confirmed error did not recur, and then successfully started new sensor session.